Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: the pump powered up with a returned battery cap. Investigators were unable to confirm the original complaint; the display and the display lens were intact and undamaged. However, the removable lens film was worn and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.